Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's battery packs would not power on the monitor. Additionally, the replacement battery pack used during troubleshooting by a pt service representative was unable to power on the pt's monitor. The pt received two replacement battery packs. No adverse event resulted from the blown battery fuse or the defective battery packs. The pt received two replacement battery packs.

Manufacturer narrative:
Device manufacturer date: sn (B)(4) : 06/2011. Sn (B)(4): 02/2012. Sn (B)(4): 06/2012. Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon service investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was a blown battery fuse. The root cause for the blow fuse could not be positively identified. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery won't power on monitor) has been confirmed. Upon service investigation the battery was non-functional in a test charger and test monitor. The cause for the non-functional battery was unable to be determined. Battery has been sent to itech for supplier investigation. The root cause investigation is underway. A supplemental report will be sent upon completion. Device evaluation of battery pack sn (B)(4) is underway. The reported problem (battery won't power on monitor) has been confirmed. Upon service investigation the battery was non-functional in a test charger and would not communicate to the benchmarq testing device. The cause for the non-functional battery was unable to be determined. Battery has been sent to itech for supplier investigation. A supplemental report will be sent upon completion.